Manufacturer narrative:
This event was determined to be a duplicate event. The returned console¿s investigation results have been addressed under MFR #: 3003306248-2026-00128. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a rental centrimag console and motor were on a circuit in which the heater cooler was suspected to have caused an electrical shortage. There was a burning smell, and the rental were said to be returned for evaluation.